Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Reprt: 1627487-2017-05968. It was reported lead diagnostics revealed multiple high impedances on the cervical leads. Reprogramming did not resolve the issue. Surgical intervention may be pending to address this issue.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-05968. Follow up information identified reprogramming was able to resolve the issue.